Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Nine devices were received for evaluation; 9 events were confirmed during testing. Nine devices were found to be affected by trigger wear and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device ran on. There was no patient involvement; no patient impact.